Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the dissector stopped working and when being withdrawn from the cavity the tip of the jaw was broken. Nothing fell into patient's cavity. Another dissector was used to complete the procedure. There was no patient injury.